Event description:
It was reported the patient was experiencing inadequate stimulation. It was noted that the patient was only receiving effective therapy for one portion of his pain. As a result, surgical intervention took place on (B)(6) 2021 where lead was explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
Event date is an estimate. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.